Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (300 mcg/ml at an unknown dose), bupivacaine (10 mg/ml at 3 mg/day), and morphine (10 mg/ml at 3 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient had a change in therapy effect, so the pump and catheter were replaced. The reporter was unsure if any troubleshooting had been done prior to the replacement and had no further history regarding the event. When the pump was removed, the physician noticed when pushing on the bottom of the pump it made a popping sound. The bottom of the pump was not deformed. The reporter did not know if the pump had been exposed to any pressure changes like hyperbaric treatments. No further complications were reported/anticipated.